Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no issue related errors occurred. The following concomitant products were used during this procedure: endoscope plus 30 degree, medium-large clip applier, and fenestrated bipolar forceps, permanent cautery hook, prograsp forceps, medium-large clip applier. A site history review found no complaints were received for the instruments used during or subsequent to this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a cholecystectomy. There is information suggesting they had difficulty during initial port placement. This was reportedly investigated during the original procedure and no injury was detected. However, a mesenteric injury and dead bowel were later discovered. How these injuries were discovered and how this may have led to the death are not provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to these events.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the patient expired postoperatively with reports of mesentery injury and dead bowel. The intuitive clinical sales representative (csr) was informed 13 days post-procedure that the patient had expired on an unspecified date. Site or staff informed the csr that during the initial robotic procedure, there was difficulty making the initial cannula port entry. A laparoscopic camera was utilized to visualize if there was any mesentery injury or bowel injury from the attempts. After inspecting the bowel and mesentery, it was reported that no injury was noted by the surgeon. The procedure continued and was completed robotically; there were no reports of any intraoperative complications related to the da vinci system, instrument, or accessory. No additional information was provided. Attempts to obtain information from the surgeon and site risk management were made; no response has been received.